Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/30/2016 with the following findings. During testing, the battery compartment was observed to be cracked and the display screen was observed to be dim and discolored. Unrelated to these issues, it was observed that the pump case was cracked between the case seal and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.